Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for one patient. The following data was provided: 1st run: 40.3 pg/ml, 2nd run: 2.4 pg/ml no impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for the issue for the lot. Return testing was not performed as returns were not available. Device history record review was performed on lot number 36571ud00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Labeling was reviewed which adequately addresses the current issue. Worldwide field data was used to assess the performance of the architect stat high sensitive troponin-I assay. Review shows that the median patient result for lot 36571ud00 within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Based on all reviewed data, we conclude that there is no product deficiency with the architect high stat sensitive troponin -I reagent lot identified in this complaint.corrected data found in section d1 email and g1 email.